Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged extension tube is confirmed; however, the root cause could not be determined. One photograph of a triple lumen dialysis catheter was returned for evaluation. An initial visual observation of the photograph showed the extension tubing of the catheter. It appeared the device was implanted in a patient. Blood residue could be seen in the extension tubes of the blue and red lumens. A sharp indentation was observed in the extension tube of the red lumen and the pinch clamp was observed to the left of the indentation. While the extension tube was observed to be damaged, the exact root cause of the damage could not be discerned based on the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the client indicates that the red luer extension is angled. They believe that the clamp in the blister was closed and caused the catheter to be pinched. The catheter is removed and replaced with an equivalent one.